Manufacturer narrative:
(B)(4). Note: events reported in 2210968-2021-00716, 2210968-2021-00715. Additional information was requested and the following was obtained: what was used to complete the procedure? No further information is available. Did the surgery was completed successfully? No further information is available. What is the event day and procedure date? No further information is available. What is the lot number? No further information is available. No further information will be provided. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, three sutures broke. There were no adverse patient consequences reported. No additional information was provided.